Event description:
Related MFR report number: 2017865-2023-37203 related MFR report number: 2017865-2023-37204 it was reported that a patient presented with an infection. The physician elected to explant the pacemaker (pm), right ventricular (rv) lead, and atrial lead. There was excess tissue on the leads. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.